Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation due to cystocele, rectocele, and pelvic organ prolapse. It was reported that due to mesh erosion, pain, vaginal discharge and dyspareunia, patient underwent mesh excision on (B)(6) 2011. (B)(4). Vaginal discharge. Dyspareunia. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05970 and medwatch 2210968-2012-05973. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectovaginal fistula and urinary urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced irritation. It was reported that patient underwent vaginal exploration with sling removal, kelly plication, vaginal excision of posterior wall mesh, rectovaginal fistula repair and cystoscopy on (B)(6) 2015 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
Resubmission with the correct file number.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.